Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple battery test failed and battery no limit alarms. Customer's blood glucose was 506 mg/dl. Customer treated her blood glucose with the insulin pump. Customer reported she was unable to tighten the battery cap. After troubleshooting, customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.